Manufacturer narrative:
Summary of event: as reported originally reported, five roadrunner uniglide hydrophilic wire guides were "tacky". A section of the devices did not remain inside the patient's body. The patients did not require any additional procedures or experience any adverse effects due to these occurrences. Additional information was received 03jun2024. "Black flakes" were noted to come off the wire guide coating; however, no metal/mandrel was exposed. Standard, non-powdered latex gloves were worn. The coating was activated/hydrated in a bowl under a wet blue towel and activated immediately before insertion/removal through an unspecified catheter. Additionally, during each catheter exchange, the wires were wiped down with a "very wet" 4x4 towel during each insertion. The devices were not used. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. The exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The complaint devices are not available for return; however, unused stock will be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported originally reported, five roadrunner uniglide hydrophilic wire guides were "tacky". A section of the devices did not remain inside the patient's body. The patients did not require any additional procedures or experience any adverse effects due to these occurrences. Additional information was received 03jun2024. "Black flakes" were noted to come off the wire guide coating; however, no metal/mandrel was exposed. Standard, non-powdered latex gloves were worn. The coating was activated/hydrated in a bowl under a wet blue towel and activated immediately before insertion/removal through an unspecified catheter. Additionally, during each catheter exchange, the wires were wiped down with a "very wet" 4x4 towel during each insertion. The devices were not used.